Event description:
It was reported that the patient was seen in the physician¿s office due to the previous night¿s experience of a choking that woke her up. This reportedly started occurring on (B)(6) 2016. The patient taped the magnet over the device which reportedly helped the issue. When the magnet was removed, the patient began having problems again. However, the experiences of breathing difficulties, choking sensations, and pain were not consistent and occurred erratically. The physician¿s office decided to disable the device. Device diagnostics were reported to be within normal limits at that time. There was no recollection of contributing trauma. A review of the available programming history showed that the device diagnostics that occurred in office were all within normal limits. The current outputs of all the device diagnostics matched the programmed levels. The downloaded internal device data was reviewed. The last >25% change in impedance was estimated to occur on (B)(6) 2015. The pre-change value was 4925 ohms and the post-change was 2820 ohms, representing change within normal limits. The historic >25% changes history showed evidence of intermittent high impedance as far back as (B)(6) 2016, where 14188 ohms was registered in that day's automatic 24-hour check. The generator and lead dhrs were reviewed and found that all specifications were met prior to distribution. Surgical intervention has not occurred to date. No additional pertinent information has been received to date.

Manufacturer narrative:
Initial reporter also sent report to FDA, corrected data: initial report incorrectly stated it was unknown if the initial reporter submitted a report to the FDA.

Event description:
Product analysis was completed on the returned generator. Visual examination showed observations consistent with an explant procedure. No surface abnormalities were noted on this device. Additionally, the septum was not cored, eliminating the possibility of a potential unintended electrical current path. The device output signal was monitored for more than 24-hrs in a simulated body temperature environment. Results showed no signs of variation in the output signal, and the device provided the expected level of output current. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Magnet activations performed during output monitoring demonstrate the appropriate magnet output for the programmed settings. The pulse generator accounted for the correct number of magnet activations that were performed. A comprehensive electrical evaluation showed that the pulse generator performed according to functional specifications. The battery showed an ifi=no battery status and measured at 3.062 volts. The internal device data showed that 29.500% of the battery had been consumed. Review of the internal device data showed historic instances of increased impedance as previously reported. There were no performance or any other type of adverse condition found with the pulse generator.

Event description:
X-ray images of the patient's vns were reviewed by the treating physician. The assessment noted that no gross discontinuities could be observed in the device lead. X-ray images of the patient's vns were received by the manufacturer for review. The generator was placed normally per labeling. The connector pin of the lead could not be visualized past the connector block. The feed thru wires appeared to be intact. The lead electrodes appeared to be appropriately placed per labeling. There were no apparent sharp angles or gross fractures of the lead that could be seen in the images given. A small segment of the lead was obscured by the generator and could not be fully assessed. Based on the x-rays received, the cause for the previously encountered high impedance could not be determined with certainty. No additional pertinent information has been received to date.

Event description:
The explanted generator was received by the manufacturer. Product analysis is underway, but has not been completed to date.

Manufacturer narrative:
(B)(4)

Event description:
The patient¿s generator replacement surgery was completed. Lead impedance was within normal limits within the replacement surgery. The suspect lead was not replaced at that time. The explanted generator is expected to return to the manufacturer for analysis, but has not been received to date.